Event description:
Toughy needle in kit bent upon insertion. Customer claims tensile strength is weak and product has not been hardened properly. Had similar issue with hustead.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Toughy needle in kit bent upon insertion. Customer claims tensile strength is weak and product has not been hardened properly. Had similar issue with hustead.